Event description:
It was reported that a spectrum pump had an improper shutdown during device power up in the emergency department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, improper shutdown was reproduced. A review of the history log revealed improper shutdown! Message. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be back flex battery contact pins jammed/depressed do not make contact with the battery pin and dried liquid substance on the back flex battery contact pin. The back flex battery contact pin was required to be cleaned to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.